Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction causing the eye protection filter (epf) to not function properly. There was no report of a user and/or patient injury.

Manufacturer narrative:
Manufacturer has been unable to obtain additional information regarding the event. If the epf malfunctioned and the physician was not wearing the recommended eyewear there is a potential for an eye injury. Therefore this is being filed for the potential for harm to the physician. In addition, manufacturer recommended service visit has been declined.